Event description:
A malfunction was reported with code ¿malf 12.¿ there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions to the customer, who successfully reset the pump without recurrence of the malfunction code. The customer was advised to continue using the pump and to report any future issues.